Event description:
It was reported that, during preparation for an in-service, the sales representative's demo monitor would not complete the power on self-test. Additionally, it was reported that the monitor screen flickered and smelled when turned on. The product was not used on a patient. There was no injury to the sales representative or customer.

Manufacturer narrative:
Evaluation of the vigileo monitor was completed. The report of "will not complete the power on self-test" and "burn smell when turned on" were confirmed. It was found that the capacitor c480 on the main board was burnt, which caused the screen to flicker and fail the power on self-test. There was physical damage to the component , which appears to have independently failed with no external cause of failure. A shortage of the capacitor was the root cause of the problem. The main board was replaced. The service history record for this device was reviewed and no non-conformances related to this issue were noted.